Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the infusion device does not properly display e4 (occlusion) error. On (B)(6) 2011, the pt changed the infusion set at 6:00am. At 11:45pm, her blood glucose measured 11.2 mmol/l (202 mg/dl) and she bolused 2 units of insulin through the infusion device. On (B)(6) 2011 at 8:30am, her blood glucose measured 15.9 mmol/l (286 mg/dl) and she injected 5 units of insulin via syringe. She stated, she uses the insulin cartridge for 8-9 days, infusion site for 2 days, and infusion tubing for 8 days. She was advised to refer to the user's guide. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion pump was requested to be returned for eval.